Event description:
A patient reported a biomend membrane was used for bone grafting and a sinus lift on (B)(6) 2008 and immediately after the surgery the patient had cold in the area, inflammation, pain, infection and an allergic reaction at the surgical site. It was never removed even though it was recommended to remove. The patient became chemically sensitive and has a burning sensation. Throughout the years, the patient have had different type of issues, requiring medical intervention and medications.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Biomend membrane was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Medical safety/clinical affairs assessment: the is no evidence to suggest that biomend, or biomend extend which incorporate into the surrounding tissue within 8 and 18 weeks postop respectively, had any direct or causal relationship to the adverse events described in this complaint. Oral evaluations consistently note soft tissue appearance is within normal limits, with no mention of abnormal buccal lesions or chronic inflammation at the sinus lift window. The maxillary CT done, showed a possible small periapical abscess of a residual tooth fragment in the alveolar portion; unextracted right molar. Therefore, the right maxillary sinus issues and chemical sensitivity may be due to the unextracted tooth root which may contain an apical abscess. The notes seem to indicate the etiology as osseous erosion of the floor of the right maxillary sinus with extension into the natural maxillary wall, expressed as an almost completely destroyed tooth in the right alveolar bone. Therefore, the complaint is considered unconfirmed.